Event description:
It was reported that the ventilator "failed" with no audible alarm while connected to the patient. The ventilator displayed, 'vent inoperative'. The patient had turned blue, was not breathing, and had to be bagged. The patient was immediately placed on another ventilator by the respiratory technician. No reported harm to the patient.